Manufacturer narrative:
Actual device evaluated via simulated use testing which confirmed the reported issue. Further evaluation determined that a failed vacuum sleeve was the cause of the shaft frosting.

Event description:
During a 3 probe case, the first two probes tested froze up the shaft. Probes removed from the field. Opened 2 more probes and one of those frosted up the shaft during testing, opened a pcs24 probe to complete the case. Complaint 2 of 3.